Event description:
During an anonymous teleconference call for potential vns patients, an unidentified individual expressed their concern after reading a comment posted online about a patient with complex partial seizures who experienced worsening of seizures after being implanted with vns. The website where the comment was posted is also unknown. Attempts for additional relevant information is not possible as the reporter and patient are unknown.